Manufacturer narrative:
Device evaluated by MFR: the returned product consisted an express sd stent. The delivery system was not returned. The stent was examined. The stent was dislodged from the sds. There was blood in between the stent struts. There were bent and stretched struts throughout the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The 95% stenosed target lesion was located in the seriously tortuous renal artery. During a renal artery stent graft procedure, after pre-dilatation, a 5.0mmx19mmx150cm express¿ vascular sd stent was attempted to advance to the lesion. However, the physician encountered great resistance. Four more attempts were made by slightly withdrawing and advancing the stent to the lesion but was unsuccessful. Under fluoroscopy, it was noticed that the stent was deformed. During removal, the stent dislodged at the radial artery. A surgical operation was performed to remove the dislodged stent. No further patient complications were reported and the patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The 95% stenosed target lesion was located in the seriously tortuous renal artery. During a renal artery stent graft procedure, after pre-dilatation, a 5.0mmx19mmx150cm express¿ vascular sd stent was attempted to advance to the lesion. However, the physician encountered great resistance. Four more attempts were made by slightly withdrawing and advancing the stent to the lesion but was unsuccessful. Under fluoroscopy, it was noticed that the stent was deformed. During removal, the stent dislodged at the radial artery. A surgical operation was performed to remove the dislodged stent. No further patient complications were reported and the patient was stable.